Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used to remove a 13 mm polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare would not fully cut through an under 13mm target polyp when connected for cautery. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2587 captures the reportable event of snare loop failure to cut. Block h10: (product investigation) one captiflex snare was received for analysis. The device did not have any defective condition. Functional evaluation of the returned device found that the device was tested in the 10-inch loop fixture and it was able to extend completely and retract without issues. Continuity test was also performed and the device passed the continuity test since the device's electrical resistance was 8.8 ohms, indicating a proper connection (the electrical resistance shall be less than 20 ohms per non-rotatable snares electrical resistance). Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field. Based on the information available and the analysis performed, the most probable root cause for this problem is no problem detected due to the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a captiflex small oval flexible snare was used to remove a 13 mm polyps in the colon during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the snare would not fully cut through an under 13mm target polyp when connected for cautery. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.